Event description:
The manufacturer received information stating a patient sadly passed away. The patient was using a bipap avaps30 device, although no information was provided to verify if the device was in use when the patient passed. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. Also, per report of the event, "there is no allegation that the device contributed to the death." Therefore, based on available information the reported death is assessed as not related to the device in this case and did not cause or contribute to a serious injury or death. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm if any malfunction occurred. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information stating a patient sadly passed away. The patient was using a bipap avaps30 device, although no information was provided to verify if the device was in use when the patient passed. Despite three good faith-effort attempts on 12/05/2025, 12/11/2025, and 12/31/2025 to the customer/reporter at (B)(6), the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed.